Manufacturer narrative:
Article citation: ellsworth, w. A., hammer, j., luo, l., & schumacher, a. (2022). Acellular dermal matrices in breast reconstruction: care trial 5-year outcomes data for more than 9500 patients. Plastic and reconstructive surgery - global open, 10(4). Https://doi.org/10.1097/gox.0000000000004258. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: brest trauma, dissatisfaction with breast and asymmetry, ptosis, capsular contracture baker grade iii/I, seroma, breast infection, hematoma, and implant malposition.

Event description:
Journal article "acellular dermal matrices in breast reconstruction: care trial 5-year outcomes data for more than 9500 patients" reported that patients underwent primary reconstruction surgery with and without adm and revision - reconstruction surgery with and without adm, reported for unknown side "breast trauma, dissatisfaction with breast and asymmetry, ptosis, capsular contracture baker grade iii/IV, seroma, brest infection, hematoma, and implant malposition". The device status is unknown.